Event description:
General report received of an undocumented number of undocumented incidents of door/cassette alarms occurring in the emergency room. The alarm is reported to occur more frequently when infusing tnk (form of t-pa). No reports of adverse patient effect. Additional patient and event information requested, but no further information was available.